Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported incomplete coaptation (postprocedure) appears to have been related to patient conditions. The reported unspecified tissue injury and recurrent mr appear to have been results of the reported incomplete coaptation (postprocedure). A cause for the reported arrhythmia could not be determined. The reported patient effects of unspecified tissue injury, recurrent mr, and arrhythmia, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, damaged leaflet, increased mr, and hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2021, the patient presented in the hospital with ventricular tachycardia (vt) and cardioversion was performed. It was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)), the mr increased to 4, and the posterior leaflet was ruptured. Per the physician, the slda was likely due to the vt and shock treatment. No treatment was performed at this time. No additional information was provided.